Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that two discordant, falsely low d-dimer results were obtained on a patient sample on a bcs xp system. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed several photometer lamp performance error messages, and therefore replaced the photometer lamp. After replacing the lamp, the problem was resolved. The bcs xp system was functional upon departure. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely low d-dimer results were obtained on a patient sample on a bcs xp system. The discordant results were not reported to the physician(s). The same sample was repeated for d-dimer twice on an atellica coag 360 system and once on a non-siemens analyzer, resulting higher. These repeat results were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low d-dimer results.